Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported even. Additionally, a review of the complaint history identified no lot-specific product quality issue from this lot. All available information was investigated and the reported slda appears to be related to challenging patient anatomy/morphology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, mitraclip ntr delivery system. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip ntr (90218u164) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the mitraclip xtr detached from the anterior leaflet and remained attached to the posterior leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with calcification on a2 and a restrictive posterior leaflet. A mitraclip xtr was advanced and successfully implanted medial to the a2/p2 position. A mitraclip ntr (90218u164) was advanced, however grasping was not attempted as the path of the clip was incorrect. The clip was inverted and retracted from the left ventricle towards the left atrium, upon which the mitraclip xtr clip was noted to be detached from the anterior leaflet; a single leaflet device attachment (slda) occurred. The mitraclip ntr clip was subsequently implanted at the a2/p2 position. A second mitraclip ntr was advanced to further reduce mr and was deployed lateral to the first mitraclip ntr clip. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.